Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). The results from several patients did not match the symptoms they were experiencing. One example provided was a comparison of a fingerstick result of approximately 214 mg/dl from meter serial number (B)(4) versus a fingerstick result of approximately 150 mg/dl on a second meter (serial number unknown). The specific date of this event was not known, but the initial reporter stated it was between (B)(6) 2022 and (B)(6) 2022.

Manufacturer narrative:
Quality controls were tested on the meter and passed on the day of the event. There was evidence of control material contamination inside the scanner window of the meter. The meter and strips have been requested for return. Only the customer's meter serial number (B)(4) was provided for investigation where it was tested with retention strips, retention battery, and retention controls. Control ranges: level 1: 30 - 60 mg/dl, level 2: 261 - 353 mg/dl. . Results: level 1: 45, 46, and 46 mg/dl, level 2: 315, 310, and 305 mg/dl. All returned results are within the acceptable range. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter was disassembled for further investigation and no damage or contamination was observed.